Manufacturer narrative:
To date, information suggests that this rv lead remains actively in service without further issue. No further information is expected at this time.

Event description:
Boston scientific received information that this transvenous right ventricular (rv) lead had been implanted one day prior and needed to be revised for the fact of dislodgment and loss of capture (loc). There was no reported adverse patient symptom beyond the need for early surgical intervention.